Event description:
Initial result for a pt phenytoin was 1.10 ug/ml. When the same sample was repeated, the result was 33.99 ug/ml. The field service rep found the sample disk was not seated, and the r2 syringe was loose. He repaired the instrument by re-seating the disk and replacing the syringe seals.